Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365scc221820; model: sc-2218-50; serial: (B)(4); batch: 7110726/7111707.

Event description:
It was reported that the patient was having infection at the ipg site and midline site. Symptoms of drainage, tenderness upon palpation were noted. It was also reported that there was a small open wound at the midline incision wherein the lead can be seen. The physician believed that the infection was not device related and procedure related. The patient had wound care and was placed on antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead were discarded per hospital facility.